Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device had a normal operating currents. Pump passed the self test, the unexpected restart alarm, and no power test. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted. The device had a minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 13.2 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.